Event description:
Customer reported to the field service rep. Discrepant calcium result. Initial result 5.7 mg/dl, repeated on the vitros 9.3 mg/dl. Field service rep could not duplicate the problem.